Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of adapter/connector defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ port needle leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there is something wrong with the fit of the end caps, when flushing, the ns squirts out of the end cap at the y site. Report verbatim: I was flushing the port a cath after a blood draw from the bottom of the extension tubing that comes attached to the port needle. While flushing, the ns squirts out of the end cap at the y site, or vice versa depending where we a flushing from.